Event description:
It was reported to boston scientific corporation that a naviflex delivery system was used during a procedure performed on (B)(6) 2013. According to the complainant, during procedure, the stent system did not slide properly on the guidewire and the stent got kinked. The procedure was not completed and was postponed as they were no other devices available. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay this event has been deemed a reportable event based on the investigation results; push catheter broken.

Manufacturer narrative:
Investigation found out that the pull wire was bent and kinked at several locations. Push catheter had a tear near the handle. A kink was found on the push catheter adjacent to the proximal side of the ro marker. A functional evaluation found that guidewire advanced through the device with out issue. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such tortuous anatomy or maneuvering of the device, therefore the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.